Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the customer was using the ventilator for several weeks before multiple error messages appear. At the time the error messages returned, the ventilator was not in clinical use. On startup several technical faults were present and errors reported varied. Buttonology did not work after startup. Control board was replaced. During replacement of control board, noticed that the alarm board had fallen out of front cover housin.

Manufacturer narrative:
It was reported that the device alarmed for various technical faults and switched into ambient mode during ventilation of a patient. No harm to patient was reported. The event did not cause or contribute to a death or serious injury to a patient. The issue was confirmed in the log files provided. The root cause of the event was determined to be a defective control board and display front. After replacing the control board and the display front, the device was released back into use.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). Follow-up nr. 1 informaiton: investigation outcome: the device was not returned to hamilton medical ag. However, the log files confirm the reported issue. The control board was exchanged by the technician on site and the device passed all service software checks. Therefore, the most likely root cause is determined to be a defective control board.

Event description:
The event description according to the customer is as follows: the customer was using the ventilator for several weeks before multiple error messages appear. At the time the error messages returned, the ventilator was not in clinical use. On startup several technical faults were present and errors reported varied. Buttonology did not work after startup. Control board was replaced. During replacement of control board, noticed that the alarm board had fallen out of front cover housin.